Event description:
It was reported that at one month follow-up, oversensing, caused by noise, was detected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned. No setscrew marks could be positively identified to determine if the lead was fully inserted into the device. Other: it was reported that at one month follow-up, oversensing, caused by noise, was detected. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Oversensing, noise.